Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A nurse contacted support reporting that the patient¿s data were not transmitting to glookoxt, and neither the patient nor the clinical team could view glucose information. Due to the absence of glucose data, the patient developed hyperglycemia and sought medical care. The patient arrived at a medical facility, reporting feeling unwell and thirsty, and remained under evaluation for at least 1 hour and 30 minutes during the call. Prior to arrival, the patient had performed a hard reset on the controller, which prevented retrieval of any historical device alerts. The nurse recalled only seeing a message instructing the user to contact customer support. At the facility, staff observed hyperglycemia, with the device displaying ¿hi.¿ ketones were reported as 0.1 (units not provided). A pod malfunction was suspected by the clinical staff, although the pod could not be analyzed due to the hard reset. The patient received 8 units of insulin via pen. A new sensor was applied, but no new glucose values were yet available. The nurse was advised to contact glookoxt for further support. The patient remained under treatment for hyperglycemia.